Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing a burning sensation and irritation at lead site due to the lead being superficial. As a result, the pt was given lidocaine cream to address the issue.